Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 400 mg/dl and 600 mg/dl. The customer also reported the reservoir was falling out of the insulin pump. Customer's blood glucose was 615 mg/dl at the time of incident. The customer also reported cracks were present around the rim of the reservoir compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.